Manufacturer narrative:
(B)(4). Date sent to the FDA: 02/05/2020. A manufacturing record evaluation was performed for the finished device lot pk6809, and no non-conformances were identified. Additional information was requested and the following was obtained: how long was the delay?: 10 min. How was the broken needle retrieved from the patient?: by dissection and with a needle holder. Was the procedure completed successfully?: yes. Was there any adverse consequence associated with the patient?: no. Name of the procedure?: bilateral otoplasty. What is the patient's current status?: the patient is going well. Initial procedure date?: (B)(6) 2019. Device return status/follow up?: not available for now.

Manufacturer narrative:
Product complaint # (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. How long was the delay? How was the broken needle retrieved from the patient? Was the procedure completed successfully? Was there any adverse consequence associated with the patient? Name of the procedure? What is the patient's current status? Initial procedure date? Device return status/follow up?

Event description:
It was reported that the patient underwent an unknown procedure on (B)(6) 2019 and suture was used. During the suture of the deep plane, the needle got broken. The distal part was remained inside in the patient. It has been retrieved by a superficial gesture. There was an unknown surgery delay. There was no adverse consequence to the patient. Additional information has been requested.